Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("was unable to remove the right-side essure devices because they had migrated into her pelvic region and were not discoverable during bilateral salpingectomy, migration of essure device location of device: pelvis/ right device had migrated into uterus"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)") in an adult female patient who had essure (batch no. Cs000z1) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 and ovarian cyst. Previously administered products included for birth control: yaz from 2011 to 2015; for an unreported indication: tylenol and claritin. Concurrent conditions included seasonal allergy since 2017 and hernia repair. Concomitant products included lorazepam for anxiety as well as drospirenone + ethinylestradiol (yaz) since (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, dyspareunia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In 2016, the patient experienced night sweats ("night sweats"). In (B)(6) 2016, the patient experienced bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge") and vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2017, the patient experienced feeling abnormal ("brain fog"). On an unknown date, the patient experienced back pain ("back pain"), dysgeusia ("metal taste in her mouth"), coital bleeding ("bleeding after intercourse"), mental impairment ("brain fog"), procedural pain ("painful post-operative recovery") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2017, she underwent bilateral salpingectomy, but was unable to remove right side essure).at the time of the report, the device expulsion, dyspareunia, back pain, coital bleeding, mental impairment, bacterial vaginosis and migraine had not resolved, the dysmenorrhoea, headache, fatigue, vaginal discharge, vulvovaginal mycotic infection, allergy to metals, night sweats and feeling abnormal outcome was unknown, the dysgeusia, vaginal haemorrhage and menorrhagia had resolved and the procedural pain was resolving. The reporter considered allergy to metals, back pain, bacterial vaginosis, coital bleeding, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, mental impairment, migraine, night sweats, procedural pain, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: following the removal surgery, she suffered a painful post-operative recovery. On (B)(6) 2017, doctor was unable to remove the right-side essure devices because they had migrated into her pelvic region and were not discoverable during bilateral salpingectomy. Since having the surgery, her symptoms are not resolved. She remains fully symptomatic except she no longer has the metal taste in her mouth and is awaiting further testing to determine how the remaining essure devices will be removed. Bilateral salpingectomy was performed to eliminate the symptoms caused by the essure device. Left essure was removed during surgery, right device had migrated into uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: confirming full occlusion of fallopian tubes x-ray - on (B)(6) 2017: right-side essure migrated in pelvic region on (B)(6) 2017 : xr abdomen : impression: curvilinear structure identified within the right hemipelvis attributed to retained essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received:event right device had migrated into uterus had clubbed with previously reported event migration of device location of device -pelvis. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("was unable to remove the right-side essure devices because they had migrated into her pelvic region and were not discoverable during bilateral salpingectomy, migration of essure device location of device: pelvis"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)") in an adult female patient who had essure (batch no: cs000z1) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 and ovarian cyst. Previously administered products included for birth control: yaz from 2011 to 2015; for an unreported indication: tylenol and claritin. Concurrent conditions included seasonal allergy since 2017 and hernia repair. Concomitant products included lorazepam for anxiety as well as drospirenone + ethinylestradiol (yaz) since on (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, dyspareunia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In 2016, the patient experienced night sweats ("night sweats"). On (B)(6) 2016, the patient experienced bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge") and fungal infection ("yeast infection"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2017, the patient experienced feeling abnormal ("brain fog"). On an unknown date, the patient experienced back pain ("back pain"), dysgeusia ("metal taste in her mouth"), coital bleeding ("bleeding after intercourse"), mental impairment ("brain fog"), procedural pain ("painful post-operative recovery") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2017, she underwent bilateral salpingectomy, but was unable to remove right side essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dyspareunia, back pain, coital bleeding, mental impairment, bacterial vaginosis and migraine had not resolved, the dysmenorrhoea, headache, fatigue, vaginal discharge, fungal infection, allergy to metals, night sweats and feeling abnormal outcome was unknown, the dysgeusia, vaginal haemorrhage and menorrhagia had resolved and the procedural pain was resolving. The reporter considered allergy to metals, back pain, bacterial vaginosis, coital bleeding, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fungal infection, headache, menorrhagia, mental impairment, migraine, night sweats, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: following the removal surgery, she suffered a painful post-operative recovery. On (B)(6) 2017, doctor was unable to remove the right-side essure devices because they had migrated into her pelvic region and were not discoverable during bilateral salpingectomy. Since having the surgery, her symptoms are not resolved. She remains fully symptomatic except she no longer has the metal taste in her mouth and is awaiting further testing to determine how the remaining essure devices will be removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2016: confirming full occlusion of fallopian tubes x-ray: on (B)(6) 2017: right-side essure migrated in pelvic region on (B)(6) 2017 : xr abdomen : impression: curvilinear structure identified within the right hemipelvis attributed to retained essure device. Most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet received: historical conditions and concomitant disease were added. Essure lot number provided. Events dysmenorrhoea and dyspareunia were upgraded. Outcome of events vaginal haemorrhage and menorrhagia updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("was unable to remove the right-side essure devices because they had migrated into her pelvic region and were not discoverable during bilateral salpingectomy, migration of essure device location of device: pelvis"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)") in an adult female patient who had essure (batch no. Cs000z1) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 and ovarian cyst. Previously administered products included for birth control: yaz from 2011 to 2015; for an unreported indication: tylenol and claritin. Concurrent conditions included seasonal allergy since 2017 and hernia repair. Concomitant products included lorazepam for anxiety as well as drospirenone + ethinylestradiol (yaz) since 1-aug-2017. On (B)(6) 2016, the patient had essure inserted. In february 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, dyspareunia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In 2016, the patient experienced night sweats ("night sweats"). In july 2016, the patient experienced bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge") and fungal infection ("yeast infection"). In august 2016, the patient experienced allergy to metals ("nickel allergy"). In january 2017, the patient experienced feeling abnormal ("brain fog"). On an unknown date, the patient experienced back pain ("back pain"), dysgeusia ("metal taste in her mouth"), coital bleeding ("bleeding after intercourse"), mental impairment ("brain fog"), procedural pain ("painful post-operative recovery") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2017, she underwent bilateral salpingectomy, but was unable to remove right side essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, dyspareunia, back pain, coital bleeding, mental impairment, bacterial vaginosis and migraine had not resolved, the dysmenorrhoea, headache, fatigue, vaginal discharge, fungal infection, allergy to metals, night sweats and feeling abnormal outcome was unknown, the dysgeusia, vaginal haemorrhage and menorrhagia had resolved and the procedural pain was resolving. The reporter considered allergy to metals, back pain, bacterial vaginosis, coital bleeding, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fungal infection, headache, menorrhagia, mental impairment, migraine, night sweats, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: following the removal surgery, she suffered a painful post-operative recovery. On (B)(6) 2017, doctor was unable to remove the right-side essure devices because they had migrated into her pelvic region and were not discoverable during bilateral salpingectomy. Since having the surgery, her symptoms are not resolved. She remains fully symptomatic except she no longer has the metal taste in her mouth and is awaiting further testing to determine how the remaining essure devices will be removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in may 2016: confirming full occlusion of fallopian tubes x-ray - on 21-jul-2017: right-side essure migrated in pelvic region on 24-jul-2017 : xr abdomen : impression: curvilinear structure identified within the right hemipelvis attributed to retained essure device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("was unable to remove the right-side essure devices because they had migrated into her pelvic region and were not discoverable during bilateral salpingectomy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, back pain ("back pain"), dysgeusia ("metal taste in her mouth"), dyspareunia ("painful intercourse"), coital bleeding ("bleeding after intercourse"), mental impairment ("brain fog"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraine headaches") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (on (B)(6) 2017, she underwent bilateral salpingectomy, but was unable to remove right side essure). Essure treatment was not changed. At the time of the report, the device dislocation, back pain, dyspareunia, coital bleeding, mental impairment, bacterial vaginosis and migraine had not resolved, the dysgeusia had resolved and the procedural pain was resolving. The reporter considered back pain, bacterial vaginosis, coital bleeding, device dislocation, dysgeusia, dyspareunia, mental impairment, migraine and procedural pain to be related to essure. The reporter commented: following the removal surgery, she suffered a painful post-operative recovery. On (B)(6) 2017, doctor was unable to remove the right-side essure devices because they had migrated into her pelvic region and were not discoverable during bilateral salpingectomy. Since having the surgery, her symptoms are not resolved. She remains fully symptomatic except she no longer has the metal taste in her mouth and is awaiting further testing to determine how the remaining essure devices will be removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: confirming full occlusion of fallopian tubes x-ray - on (B)(6) 2017: right-side essure migrated in pelvic region. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("was unable to remove the right-side essure devices because they had migrated into her pelvic region and were not discoverable during bilateral salpingectomy, migration of essure device location of device: pelvis") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 and ovarian cyst. Concomitant products included lorazepam for anxiety. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In 2016, the patient experienced night sweats ("night sweats"). In (B)(6) 2016, the patient experienced bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge") and fungal infection ("yeast infection"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2017, the patient experienced feeling abnormal ("brain fog"). On an unknown date, the patient experienced back pain ("back pain"), dysgeusia ("metal taste in her mouth"), coital bleeding ("bleeding after intercourse"), mental impairment ("brain fog"), procedural pain ("painful post-operative recovery") and headache ("headaches"). The patient was treated with surgery (on (B)(6) 2017, she underwent bilateral salpingectomy, but was unable to remove right side essure). At the time of the report, the device dislocation, back pain, dyspareunia, coital bleeding, mental impairment, bacterial vaginosis and migraine had not resolved, the dysgeusia had resolved, the procedural pain was resolving and the dysmenorrhoea, vaginal haemorrhage, headache, menorrhagia, fatigue, vaginal discharge, fungal infection, allergy to metals, night sweats and feeling abnormal outcome was unknown. The reporter considered allergy to metals, back pain, bacterial vaginosis, coital bleeding, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fungal infection, headache, menorrhagia, mental impairment, migraine, night sweats, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: following the removal surgery, she suffered a painful post-operative recovery. On (B)(6) 2017, doctor was unable to remove the right-side essure devices because they had migrated into her pelvic region and were not discoverable during bilateral salpingectomy. Since having the surgery, her symptoms are not resolved. She remains fully symptomatic except she no longer has the metal taste in her mouth and is awaiting further testing to determine how the remaining essure devices will be removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: confirming full occlusion of fallopian tubes x-ray - on (B)(6) 2017: right-side essure migrated in pelvic region on (B)(6) 2017 : xr abdomen : impression: curvilinear structure identified within the right hemipelvis attributed to retained essure device. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received : the patient and reporter information updated. The event abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, yeast infection, migraines / headaches, migration of essure device location of device: pelvis, nickel allergy, pain, vaginal discharge, other injury(ies) or complication(s) please describe: metal taste in mouth, night sweats added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.